Event description:
Reportable based on th device analysis completed on (B)(6) 2014. It was reported that a lost image occurred. During the percutaneous coronary intervention (pci) procedure, opticross¿ imaging catheter was used to visualize the lesion. However, lost image occurred. The procedure was then completed using another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, or retract. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. Full image characterization testing cannot be performed based on the returned condition of the catheter. No imaging core windup was found within the telescope section of the device. No other issues or defects were observed during the product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).